Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the instrument serial number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on 21dec2022 on a nasal sample. Repeat testing was performed on a nasal sample, generating a negative result. Confirmation testing was performed via an unknown pcr platform on a nasopharyngeal sample, generating a negative result. Both of these were performed on an unknown date. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal sample. Repeat testing was performed on a nasal sample, generating a negative result. Confirmation testing was performed via an unknown pcr platform on a nasopharyngeal sample, generating a negative result. Both of these were performed on an unknown date. No additional patient information, including treatment and outcome, was provided.